Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a subtotal stomach-preserving pancreaticoduodenectomy, all staples were unformed (legs unformed) when the device loading a gold cartridge was used on the gastric body at the 3rd firing. The force of closing was higher than expected and an unexpected noise (like a metallic sound) was heard at the time of firing. It was fired across an existing staple line. There was no problem while opening. The site was fired again with the same device loading a gold cartridge and the firing was completed as intended without any difficulties. The device functioned without any problems when it was used on the duodenum at the 1st firing and on the gastric body at the 2nd firing. Reinforcement material was not used. Endoscopic submucosal dissection had been performed for the target tissue and there was enough gap from the tumor, so the tissue was not thick. There were no adverse consequences to the patient.